Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient¿s daughter reported that the patient was in hospice care and was having some twitching and spasms. The hospice nurse via the phone thought the patient may be receiving shocks form the device. Follow up was conducted that indicated that the physician put in an order to turn the device off. The device remains implanted. No further patient complications have been reported as a result of this event.